Manufacturer narrative:
(B)(4). Batch # p56h4f. Device evaluation: the analysis found that one ntlc75 device was returned with no apparent damage and with two fully fired cartridges reload no loaded on the device. Cartridges b and c, sr75, p56u6g, fully fired, swing tab in locked. The device was tested for functionality with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The event described could not be confirmed as the device performed without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic ileocolic resection, the staples were formed in reverse b-shape at the distal end of anastomosis site of feea on colon. Additional hand suture was performed to complete the case. There were no adverse consequences to the patient.